Manufacturer narrative:
Clinical evaluation performed by medical affairs manager on (B)(6) 2018 periprosthetic femoral fracture occurred few weeks after cementless total hip arthroplasty in an overweight (B)(6) woman. The fracture was probably caused by a little trauma occurred during the postoperative rehabilitation period of time and a subsequent traumatic event caused its displacement: the normal bone weakening due to intraoperative femoral preparation and the patient weight may have also contributed. In this case, there is no reason to suspect a faulty device. Batch review performed on 16 august 2018. Lot 174078: (B)(4) items manufactured and released on 24 october 2017. Expiration date: 2022-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient presented with thigh pain a few weeks post procedure, returning to hospital post thr where a fracture was noted. After that, 1 month and half after the primary surgery, the patient fell out of bed and displaced the pre-existing fracture. All implants were able to remain in place, with cables & plates to relocate fracture.